Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen is dark/won't turn on. There was no adverse impact to customer¿s blood glucose level. Reportedly, new charging supplies were sent and the customer was going to continue to use the pump for insulin therapy.